Manufacturer narrative:
Note: laboratory analysis at the service repair center confirmed the reported issue. Visual testing confirmed that the pump latch was missing (broken off). During testing it was also noted that the cable retaining o-ring was also missing, and that there is excessive bearing noise. The root cause is attributed to damage. Product will be sent to service for functional testing before being returned to customer.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the latch was broken on the centrifugal drive motor that holds the disposable head. There were no reported adverse consequences to the pt.